Event description:
The hosp reported that stool material was coming out of the auxiliary water inlet of the colonoscope during a procedure. This material was not observed exiting from the distal end of the insertion tube.